Event description:
Pt returned to hsop complaining of back pain. A CT was done to rule out abscess from recent gastric bypass surgery. It was incidentally noted on CT that the filter had moved to the hepatic vena cava area. The pt coded when leaving CT and expired during transport to ER. An autopsy was not performed. The cause of death is unk.